Event description:
It was reported that the patient had an infection at the midline incision site. Symptoms of pain and fever were noted. The physician confirmed that the infection was procedure related and not device related. The patient was administered with antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7163155 UDI: (B)(4).